Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection noted possible "fretting" marks (from the device spring connection) on the sense b ring; however, this was not related to the clinical observations. Resistance testing found the electrode was not electrically continuous. Visual examination identified a slight curve in the area of the terminal pin, as well as an indent/crease with a surface abrasion in the terminal boot insulation approximately 25 mm from the terminal pin. An x-ray of the electrode confirmed several filars of the inner conductor coil were fractured in the area of the observed indent/crease. The fracture characteristics appeared consistent with cyclic fatigue. Based on the laboratory findings, it is suspected that the electrode fractures were contributed to by the electrode being implanted with a bend near the s-ICD case. The fractures resulted in the observed noise, oversensing, and inappropriate shock therapy.

Event description:
It was reported that in (B)(6) 2019 the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had received inappropriate shocks due to oversensing of noise. The s-ICD was reprogrammed from the primary to the secondary vector and remained in service. However, in (B)(6) 2020 the patient received additional inappropriate shock therapy. During troubleshooting, noise artifacts were reproduced with patient movements. Technical services recommended x-rays to evaluate the system placement and electrode body for movement or damage. X-rays did not reveal a visible conductor break; since the non-physiological noise was observed in all sensing vectors, system replacement was recommended. Additional information indicated surgical intervention was performed and the s-ICD system was explanted. No additional adverse patient effects were reported. The explanted products were returned for analysis.